Event description:
Implants were inserted in 2004 and after implantation they noticed expiration dating of package, end of jan. 2004 (01/2004). However, up to date no post-operative compliations referring to this case, are reported.